Event description:
The user facility reported a 78-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella cp met resistance in the iliac on insertion. After multiple attempts to pass the stenosis vessel with no success, the case was aborted.

Manufacturer narrative:
No product was returned. The root cause of the delivery issue - anatomy was most likely due to patient condition.